Event description:
Information received indicates the brake will not hold and the bed is alarming.

Manufacturer narrative:
The technician found the brake caster on the left side of the bed was loose. He adjusted the brake caster to repair the bed.